Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low anterior resection, the device did not fire. It was also noted that there was problem with unloading the device as the jaws were closed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low anterior resection, during colon resection, the device did not fire. It was also noted that there was problem with unloading the device as the jaws were closed. Another device was used to complete the case. There was no patient injury.